Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the patient's entire scs system was explanted and replaced. It was noted the physician electively explanted the patient's ipg. Reportedly, the patient has effective stimulation coverage postoperative. The event date is unknown.